Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio opened the device and performed a visual inspection of the internal components and connections; however, no discrepancies were observed. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. After multiple attempts, physio-control has been unable to contact the customer to obtain additional details about the patient or the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself intermittently. There was patient use associated with the reported event; however, the customer was able to restore power and continue patient care without any adverse effects to the patient.